Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the shaft broke. The physician could not cross the target lesion with the 2.5x32mm taxus liberte. Upon withdrawing the device back into the storage loop, the shaft broke. The procedure was successfully completed with another 2.5x32mm taxus liberte. The pt condition was listed as "fine".

Manufacturer narrative:
(B) (6). (B) (4).